Event description:
Patient came in for an op right and left heart catheterization and had an angioseal vp closure device deployed by cardiologist post cath to right groin arterial access site. Patient admitted from cath recovery for monitoring congestive heart failure history. About 30 min after patient admitted, patient lost pulse in right foot and cardiologist notified. Vascular ultrasound done, vascular surgeon notified, patient to or for right femoral embolectomy and endarterectomy. Staff also notified terumo medical rep and they came to facility to obtain product. Manufacturer response for angioseal vp, (brand not provided) (per site reporter): terumo medical rep (B)(6)came/evaluated/reported information to their qc department.